Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update section d3 catalog number and to provide the completed investigation results. The actual sample was confirmed to not be infectious. The actual sample was a 4500 mm-long 0.025" straight type. From this, the involved product code was confirmed to be ol-xs25455. Visual inspection of the actual sample revealed that the outer coat (ptfe coat) had been peeled on the area approximately 100 mm - 180 mm from the distal end. Magnifying inspection of the area where ptfe coat had been peeled revealed that the peeling occurred from the proximal to distal direction. No other visible anomaly was observed in the actual sample than the peeling of ptfe coat. The undamaged part of ptfe coat was removed from the core wire to evaluate the state of the adhesion of the ptfe coat to the core wire. Magnifying inspection confirmed it was equivalent to that of the current product sample with no lifted or gapped section in the ptfe coat. The following reproductive tests were conducted in the past investigations of the peeling of ptfe coat: a test sample was pulled in the proximal direction while a 1 mm thick metal plate was put against the ptfe coat surface. As a result, peeling of ptfe coat occurred from the proximal to distal direction. When the test sample was pushed in the distal direction under the same condition, the ptfe coat was peeled from distal to proximal direction (page 5). Based on this, it was conceivable that the peeling of ptfe coat in the actual sample occurred when the actual sample was manipulated in the proximal direction. A test sample was inserted in an endoscope, the forceps elevator was lifted-up, and then the test sample was pushed and pulled. As a result, the test sample was exposed to an abrading load exceeding the strength limit of the product, which resulted in the peeling of ptfe coat. It was presumed that the actual sample was subjected to a similar load because the state of peeling was found similar to that observed in the test sample. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was manipulated in the proximal direction while some kind of hard object (e.g. Concurrently used device) was in contact with the actual sample surface, which resulted in the peeling of ptfe coat. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 12nov2020. The involved product was not an angled type but was a straight type.

Manufacturer narrative:
Expiration date: unknown due to unknown product code and lot number. UDI: not required for product code; implanted date: device was not implanted; explanted date: device was not explanted; manufacturer date: unknown due to unknown product code and lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Since the infectiousness of the actual sample was unknown, the inspection of the actual sample was performed through the plastic bag. Visual inspection confirmed that the coat had come off at approximately 170 mm from the distal end. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and product-release judgement record. (B)(4).

Event description:
The user facility reported that the involved single use guidewire was used during the procedure. During use, the coat on the distal tip came off. No fragment fell off in the patient's body. The patient was not harmed. The procedure was completed successfully.